Event description:
It was reported that the patient presented to the emergency room with chest pain and shortness of breath, and there was some apparent loss of pacing on the device. Followup did not yield any further information. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.